Event description:
It was reported that during use with the bd phoenix panel pmic-110, coag negative staph from patient samples failed on pmic panels. There was no report of patient impact. The following information was provided by the initial reporter: customer reports having x's for all mics with coagulase negative staph customer is unsure of any treatment change, but there was delay of ast results by 48-72 hours due to performing manual susceptibilities since the pmic panels were not providing mics

Manufacturer narrative:
The following fields were updated: d4. Medical device lot #: 3213270. D4. Medical device expiration date: 08-aug-2024. H4. Device manufacture date: 01-aug-2023.

Manufacturer narrative:
H.6. Investigation summary: this complaint is for a performance issue due to no mic results when using phoenix panel pmic-110 ( catalog number 449036) batch number 3213270. The customer did not provide panel returns, isolates or phoenix generated lab reports but provided binary files for the investigation. The customer noted that coagulase negative staphylococcus is failing on pmic panels. To investigate, three retention panels of the complaint batches were inoculated with in house isolate staphylococcus sciuri a29062 and placed in a phoenix m50 for mic results. Results of the investigation show all panels returned valid mic results. This complaint is not confirmed. The batch history records were satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. H3 other text : see h.10

Event description:
It was reported that during use with the bd phoenix panel pmic-110, coag negative staph from patient samples failed on pmic panels. There was no report of patient impact. The following information was provided by the initial reporter: customer reports having x's for all mics with coagulase negative staph customer is unsure of any treatment change, but there was delay of ast results by 48-72 hours due to performing manual susceptibilities since the pmic panels were not providing mics

Event description:
It was reported that during use with the bd phoenix panel pmic-110, coag negative staph from patient samples failed on pmic panels. There was no report of patient impact. The following information was provided by the initial reporter: customer reports having x's for all mics with coagulase negative staph customer is unsure of any treatment change, but there was delay of ast results by 48-72 hours due to performing manual susceptibilities since the pmic panels were not providing mics.

Manufacturer narrative:
D4. Medical device expiration date: unknown. G5. The bd phoenix pmic110 is an antimicrobial resistance panel consists of a combination of the following 510k numbers: k040106, k033889, k060218, k021954, k140468, k050555, k082913, k051689, k033784, k060218, k082538, k082852, k053241, k023273, k031679, k020322, k040006, k023568, k070809, k031306, k060217, k030091, k023301, k040716, k024152, k050089, k031679, k033907, k060218, k022172, k032131, k060214, k142170, k030677, k131331, k060493. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.